Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the parts shows significant damage to the stem and the sleeve. The stem trunnion has scratches and gouges on the taper and along the neck of the stem. The trunnion also has scratches on the top of the taper, obscuring the etching. The sleeve has deep scratches along the sides and gouges out of the bottom surface. The damage is consistent with trying to forcibly remove the sleeve from the taper. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. UDI #- (B)(4).

Event description:
A patient underwent an initial total left hip arthroplasty. Subsequently, during the procedure it was found that while opening the actual implant the neck would not go down on the trunnion, it was 5mm short. The surgeon and techs tried to remove the neck from the stem, but it was stuck. Because of this they had to broach to a higher stem and switch to a different neck. A delay of 30 minutes was reported.